Event description:
Following an implant procedure, the patient was observed to be experiencing dyspnea. Upon investigation, a pneumothorax was able to be confirmed via diagnostic imaging where the incision tool was used during the procedure. The patient was moved to the intensive care unit (ICU), but no further intervention has been performed. The patient was stable and will continue to be monitored.